Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This occurred on an unknown date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one-link non-dehp standard bore catheter extension set leaked due to ruptured tubing. This occurred during infusion. It was stated that the tubing was leaking while used with a pump and low injection rates with a power injector. There was no patient injury or medical intervention associated with this event. No additional information is available.